Event description:
It was reported that the pull ring cap on the minicap transfer set had come off the end that connects to the catheter. There was no patient involvement and no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A companion sample in the original un-opened package was received for evaluation. A visual inspection was performed which revealed that there was a loose cap in the pouch. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.